Event description:
It was reported that the pt went to the operating theatre for cardiac surgery. The pt suffered cardiac arrest shortly after the line was placed. He was successfully resuscitated. The pt had a known chlorhexidine allergy which was noted on his file and on his wristband. A few weeks later, this pt returned to the hospital for his cardiac surgery. See MDR# 3006425876-2012-00056 for the second event with this pt.

Manufacturer narrative:
(B)(4). Sample will not be returned.